Event description:
Pt found that the needle was broken after injection. Pt went to the hospital after one week. The physician examined the pt by x-ray, needle was not found in the pt's body.

Manufacturer narrative:
Product has been returned, analysis is in progress.